Event description:
It was reported that a patient presented with right ventricular (rv) lead fracture. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.